Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿that after 4 months of a left shoulder biceps tenodesis surgery on (B)(6) 2017, patient had a MRI, showing the bicep torn and retracted torn into the upper arm. Patient was treated with rest and a revision surgery.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) quality bone (2) expected complication associated with surgery or treatment. The q-fix device family "instruction for use" was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instructions for use states: - pathological changes in the affected soft tissues, which would prevent secure fixation. - insufficient quality or quantity of bone, inadequate bone stock or com-minuted bone surface(s) which would compromise secure fixation of the implant. - the use of this device may not be suitable for patients with insufficient or immature bone. - physical conditions that would eliminate or tend to eliminate adequate implant support or retard healing. - as with any surgical procedure, there is risk involved. Potential complications accompanying such implant surgery may include, but are not limited to the following: treatment or implant failure; and secondary surgical intervention to address complications associated with surgery or treatment. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after 4 months of a left shoulder biceps tenodesis surgery on (B)(6) 2017, patient had a MRI, showing the bicep torn and retracted torn into the upper arm. Patient was treated with rest and a revision surgery, patient recovered on (B)(6) 2018.